Event description:
It was reported that the pt experienced a shocking or jolting sensation after exposure to a security gate. The device was turned on during exposure, and it was reported that the increase in stimulation stopped when the pt was away from the security gates. It was also reported that the device stopped helping with symptoms in 2010. The pt was on program 1 at 7.4 volts. It was reported that the pt had always had settings in the range of 7.0 volts. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).